Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient contacted lfs alleging that the utlralink meter powers off during use. The patient did not exhibit any symptoms or seek any medical attention due to the reported issue. The battery contacts were in good condition and the patient replaced the battery, and issue persisted. The meter was replaced. The complaint is being reported since the power issue was not resolved.